Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit and the electronic programmable read-only memory software was replaced. The unit was returned to service.

Event description:
The hospital reported the unit displayed no data and could not mechanically ventilate. There was no report of patient involvement.